Manufacturer narrative:
No patient information provided as no patient was present. A medtronic representative went to the site and tested the system. He determined the motion batteries were weak, but that the battery chargers were ok. He replaced the motion batteries. After battery replacement system was fully functional. Issue resolved.

Event description:
A medtronic representative reported that the o-arm system unexpectedly shut-down due to low motion battery voltage this behavior only occurs when the system is unplugged and driven back to its storage place at the end of the surgery. No patient present.